Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2016-correction to d4 serial #.

Manufacturer narrative:
Follow-up # 1 date of submission 3/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 3/01/2016 with the following findings: a review of the pump black box data showed pump reboot in the pump¿s history. During visual inspection of the pump, it was observed that there was no damage found to the returned battery cap or the battery compartment. The battery cap was able to attach securely to the pump. The returned battery cap¿s contact height and width were both found to be in specification. Unrelated to the initial complaint, it was observed that the powered on with the display screen remaining blank therefore multiple investigation steps were not able to be performed due to the blank display. Also unrelated to the initial complaint, the pump case was cracked near the top right corner of the display. The pump was opened and moisture damage was found on the printed circuit board. The blank display was due to moisture damage. There was no damage was found to the power circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. H6: additional evaluation codes: methods codes - 23 h3 other text : 01.